Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist in the intensive care unit (ICU) that the tip of the intra-aortic balloon (iab) was broken. While in the operating room (or) the iab was prepped and it was at that time that the broken tip was discovered. The broken tip was found prior to insertion. Additional information received (B)(6) 2017 the event involved a patient in the or the medical doctor (md) inserted the iab via the patient's right femoral artery. After the intra-aortic balloon pump (iabp) therapy was completed the md removed the iab and it was at that time that the md noticed the broken tip. The patient received iabp therapy using the fiber optic sensor (fos) for the arterial pressure (ap) waveform, however; the md mentioned to the sales rep that during iabp therapy the fos waveform looked "funky". There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is fine.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of "tip of the iab was broken" is confirmed. The iab was returned with a broken central lumen. The break in the central lumen is consistent with bending/kinking. The root cause of the bend/kink is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with one relevant findings.

Event description:
It was reported by the perfusionist in the intensive care unit (ICU) that the tip of the intra-aortic balloon (iab) was broken. While in the operating room (or) the iab was prepped and it was at that time that the broken tip was discovered. The broken tip was found prior to insertion. Additional information received (B)(6) 2017 the event involved a patient in the or the medical doctor (md) inserted the iab via the patient's right femoral artery. After the intra-aortic balloon pump (iabp) therapy was completed the md removed the iab and it was at that time that the md noticed the broken tip. The patient received iabp therapy using the fiber optic sensor (fos) for the arterial pressure (ap) waveform, however; the md mentioned to the sales rep that during iabp therapy the fos waveform looked "funky". There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient outcome is fine.